Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the forceps channel appeared to be a treatment tool (clip) but otherwise could not be identified. The root cause of the issue could not be determined, as no additional facility device reprocessing information was reported or available. The event may be detected by following the instructions for use sections below: ¿evis exera ii gif type 2th180 operation manual chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the channel one (1) of the gastrointestinal videoscope was found to be blocked during a therapeutic procedure. The forceps/cleaning brush could not be inserted or removed during reprocessing. The intended procedure was completed with the same device without any delay. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. According to the customer, the issue occurred due to user error. The device was returned and an evaluation at the repair center revealed foreign debris inside the channel a. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or patient injury associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿channel one had blockage and unable to remove or pass the cleaning brush/forceps during reprocessing¿. The technician found foreign debris in channel a causing no passage of forceps and cleaning brush. The channel b had tears. Both the channels had to be replaced. There were few additional findings. Leakage was detected at locking pin. The distal end cover had minor dents and scratches. The adhesive of the bending section cover was cracked. The adhesive of the objective lens and light guide lens was worn out. The suction flow was slow. The insertion tube, light guide tube and scope connector had scratches. The play of the control knob in all directions was out of the standard value. The light guide mount was loose. The labels on the scope were peeling off. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.